Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No moisture damage noted on the electronics assembly. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No unexpected battery out limit noted. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's arrow buttons were not responding properly. Blood glucose level at the time of the incident was 155 mg/dl. Caller also reported that the device had a battery out limit and numbers ramping on the display. Blood glucose level at the time of this incident was 392 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.